Manufacturer narrative:
Device evaluated by manufacturer: no, on-site service was not needed. Eval summary: on-site service was not needed.

Event description:
On (B)(6) 2012 customer reported that the access 2 instrument generated some occurrences of non-reproducible false positive accutni patient results. Customer did not indicate the number of patient samples that were affected. Customer provided information that a proactive procedure has been implemented to verify unexpected results prior to reporting the result outside the laboratory thereby preventing potential risk to patient safety. Customer stated that the laboratory procedure is to respin and repeat all results >0.10 if there is no history of positive accutni results at visit. Customer did not provide information indicating an increase in occurrence or an instrument malfunction. There was no death or injury to patient(s) or change to treatment(s) attributed or connected with this event. On-site service was not needed. Customer was asked to provide specific data, however, the customer declined to provide this information. No cause for event has been determined.